Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous low sodium (na) result on 1 patient sample generated by the unicel dxc 600 pro synchron clinical systems. The erroneous result was not reported out of the laboratory. The laboratory was alerted of a low anion gap and the sample was repeated on an alternate dxc and higher results was obtained and reported. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample is serum. No additional sample information was provided. Qc was provided from (B)(6) 2011 only and low level na qc was out of range low. Qc was repeated 7 hours later and it was within laboratory established range. Per customer, co2 alk buffer line 30 and damper looked cloud. A bec field service engineer (fse) replaced the chloride tip and carbon dioxide electrodes. Fse verified performance.